Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported complaint. The harmonic ace was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The system logs were reviewed, and no recognition failures were found.additional finding, which was not reported by site, was that the instrument was found to have a broken blade. The blade broke at roughly 0.298¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was unable to recognize the harmonic ace instrument. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.